Event description:
Patient developed lytic lesion around screw, this was monitored carefully and as it developed, it became painful. Surgery to remove screws and fill lesion with bone substitute and change of insert to highly crosslinked polyethylene.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.